Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient sustained a blow to the head, resulting in the magnet becoming dislodged. Revison surgery to replace the magnet is planned but has not taken place as of the date of this report, (B)(6) 2011.

Manufacturer narrative:
Per the clinic, surgery to replace the magnet has been completed on (B)(4), 2011.this report is filed december 2, 2013. Implanted device remains.